Event description:
A 3.0mm diameter x 18mm length ave gfx stent was inserted into a calcified lesion in the circumflex artery. It was not possible to cross the target lesion due to calcification, therefore, the stent and delivery system were pulled back partially into the guide catheter. The guide catheter and stent delivery system were then removed as a unit, however, the stent dislodged from the stent delivery system at the femoral sheath. The physician did not follow the instructions for removal of an undeployed stent when the stent was pulled into the guide catheter. The stent was successfully snared from the pt. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.